Event description:
This device case, reported by a nurse, who contacted the company to report an adverse drug event, concerns a pt. The pt's medical history included being diagnosed with diabetes in 1997. The pt was not receiving any concomitant medication. Prior to using the huampen the pt had used humalog mix25 prefilled pens. The pt recd 25% insulin lispro, 75% insulin lispro protamine (humalog mix25), 28 units in the morning and 8 units in the evening, via a pen injection device (humapen ergo), for the treatment of diabetes (no). (Start date provided). In aug-2002, whilst receiving therapy with 25% insulin lispro, 75% insulin lispro protamine, the pt experienced diabetic ketoacidosis with high blood sugars and large ketones. This event has been upgraded to other reason serious by the manufacturer. The event lasted for two days. The reporter stated that the humapen was not delivering insulin properly and considered the pen to be responsible for the diabetic ketoacidosis. The pt changed back to using prefilled pens and recovered. The reporter stated that the pt does not wish to use a humapen again. Therapy with humalog mix25 continues. The pen is due to be returned for further analysis. The reporter considers the event of diabetic ketoacidois to be causally related to the humapen.